Event description:
During an ercp stent placement procedure, physician used an wilson-cook solus biliary stent and introducer set. During use, the physician had difficulty placing the stent with the introducer in the set. He removed the introducer, stent, and wire guide. The introducer, stent, and wire guide were all reintroduced. Difficulty was experienced and the introducer, stent, and wire guide were removed again. He then used an introducer from another unknown product and placed the stent successfully. After viewing the stent fluroscopically, a radiopaque band from the stent had detached in the patient's bile duct. The stent and introducer were removed from the pt. An unsuccessful attempt to retrieve the detached band with a basket was attempted. The band was left in the pt. The initial reporter indicated surgery may be required.